Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate, as it was reported that the discomfort started two weeks from (B)(6) 2023.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis presented with discomfort as he felt the device was vibrating after any movements. In addition, the patient stated he experienced pain and sensitivity inside the tip of the penis. No additional information was provided.